Event description:
It was reported by service report that bed had no motor functions. The customer reported that they did not know if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - fowler set screw out of adjustment. Conclusion - screw readjusted.